Event description:
A 20ga bd insyte autogaurd IV catheter was inserted into the pt's thumb and connected with n/s. The nurse found the catheter wasn't working. After removing the catheter, the nurse observed a portion of catheter tubing had remained in the pt. The cvs doctor removed the catheter tubing from the pt.

Manufacturer narrative:
The sample is available for eval. Additional info regarding this incident has been requested. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).